Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on when attempting a blood glucose test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on an unknown date in (B)(6) 2011 at 12am. The patient reportedly manages her diabetes with 15 units of an unknown insulin and metformin pills and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. Approximately 5 days later, the patient claimed she developed symptoms of "frequent urination, headache and trembling legs." Despite her symptoms, the patient denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter's battery needed to be replaced but the patient did not have a battery available. The patient was using the correct test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on october 25, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/ dead battery. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.